Event description:
The event is reported as: alleged issue: the catheter balloon deflated and came out after being in use for 2 weeks. Customer noticed holes in the balloon. No pt injury reported. Pt condition reported as fine.

Manufacturer narrative:
Sample not received by MFR in time for this report.